Manufacturer narrative:
Investigation: one open packaged 1ml ll syringe was received, confirmed to be from batch #8324752 (p/n 309628). It was visually evaluated. The barrel was observed to have partially missing scale markings in several spots. At least two of the grad lines had more than 50% of the print missing, which is rejectable per product specification. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Potential root cause for the missing print defect is associated with the marking process.

Event description:
It was reported that bd luer-lok¿ disposable syringe had scale marking issues. The following information was provided by the initial reporter: erased the scale.

Manufacturer narrative:
Date of event: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd luer-lok¿ disposable syringe had scale marking issues. The following information was provided by the initial reporter: erased the scale.